Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working and b button was not responding. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that the insulin pump was loosing setting every time. The customer declines troubleshooting. The insulin pump will be returned for analysis.